Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-mar-19 from the consumer reporting that the cause of the issue was that the patient had left the device uncharged for too long. The patient tried to charge it 3 months later and was then unable to charge. It was noted that the patient was instructed how to "reset the charger by pressing a series of buttons." The issue resolved and it was now working great. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had poor/no telemetry with recharging and poor communication. It was reported that the patient¿s last successful recharge session was a couple of weeks ago, possibly in (B)(6) 2018-. It was reported that the patient¿s ins battery went completely dead. Patient services inquired about checking the ins with the patient programmer, but the patient did not currently have batteries to put in it, so they could not check it. It was reviewed that it was possible that their device was overdischarged based on the general timeframe. It was reviewed that if the patient programmer can connect successfully to the ins, then they should call back. The patient was told if the programmer was unsuccessful at connecting with the ins then they should follow-up with their healthcare provider. The patient inquired if a physician mode recharge (pmr) was surgical, since they did not want to pursue a surgical intervention. It was reviewed that a pmr was not surgical. It was reported that the patient¿s ins was dead about a week or so ago in (B)(6) 2018. The issue of them being unable to recharge their ins occurred on (B)(6) 2018. No symptoms were reported. No further complications were reported/anticipated.